Event description:
Paramedics were attending to a pt disgnosed to be in pulseless electrical activity which progressed into ventricular fibrillation. An attempt at delivering defibrillation therapy was made, however, it was reported that although 200 joules was selected, the device only charged to 50. Reportedly the battery was replaced and the same scenario occurred. The pt was transported to the emergency dept and was resuscitated there. The pt reportedly died later in the day, however the rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's lack of viability.